Event description:
It was reported that during a percutaneous coronary treatment, a catheter shaft fracture occurred. The 70% stenosed target lesion was located in the left anterior descending artery. After an unknown stent was implanted, the 12mm x 3.0mm quantum maverick balloon catheter was selected for post dilatation. While the device was being advanced to the target lesion, the catheter shaft broke into two pieces outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary treatment, a catheter shaft fracture occurred. The 70% stenosed target lesion was located in the left anterior descending artery. After an unknown stent was implanted, the 12mm x 3.0mm quantum maverick balloon catheter was selected for post dilatation. While the device was being advanced to the target lesion, the catheter shaft broke into two pieces outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device revealed hypotube separation 61 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).